Event description:
It was reported that, dr. (B)(6) stared the patient presented with a periprosthetic fx. He removed all components and replaced with a tritanium cup and cone conical stem. Note the original date of the implant was (B)(6) 1998.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.